Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist decided to remove the dental implant because it presented a very high torque in the beginning of implant installation, in intraoral region #31. If he had continued, the implant could had fracture inside patient's mandible. There is no information about implant replacement.